Event description:
It was reported that the customer had high blood glucose levels of 246 mg/dl. The father of the customer reported an off no power alert from the insulin pump. The father of the customer further reported that there was no low battery alert prior to the off no power alert on the insulin pump. The father of the customer also reported that the display of the insulin pump was blank. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump was received with blank display due to corroded battery cap contact. Unit had off no power alarm with a test battery cap due to corroded battery tube. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube window.